Event description:
Unomedical reference number (B)(4). Event occurred in the united states. In the morning of (B)(6) 2019, the patient reported that her blood glucose level was over 300 mg/dl and while the patient was sleeping, her infusion set's tubing came apart close to the site location. The site location was at patient's right buttock and the pump was in right pocket of her shirt. The infusion had been in use for three days. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. Upon investigation performed on the returned used device (1 set), it was found that the tubing was detached from the tubing connector. No further information available.